Manufacturer narrative:
E1. Initial reporter address 1: (B)(6).

Event description:
It was reported that removal difficulty occurred. The 25% stenosed target lesion was located in the non-tortuous and mildly calcified proximal right coronary artery. A 4.00mm x 8mm nc emerge balloon catheter was advanced for post-dilation, but it failed to cross the lesion. However, after the deployment of a 4.0x16mm synergy megatron drug-eluting stent, the device became stuck near the proximal stent and could not be advanced across the lesion. The device was removed, and the procedure was completed with a different device. No patient complications were reported, and patient was in good condition.